Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three weeks later, the patient presented with debilitating leg, back and abdominal pain. The inferior vena cava filter was in satisfactory position with the apex of the filter at the bifurcation of the renal veins. Both renal veins enhance symmetrically. New thrombus fills the inferior vena cava from the inferior vena cava filter distally, extending into both common iliac veins. Occlusive thrombus was also present in the right external iliac vein and non-occlusive thrombus in the left external iliac vein. The internal iliac veins were also prominent, suspicious for acute thrombus. The patient also had some shortness of breath and some slight chest pain as well. This was most likely due to an escaped clot from the inferior vena cava filter as the patient had a pulmonary embolism. After two months, the inferior vena cava filter was difficult to identify, there are clots in the infrarenal inferior vena cava. However, segments of the inferior vena cava were still patent with flow. The abdominal findings were like those from a prior computerized tomography examination. Therefore, the investigation is confirmed for the alleged filter occlusion. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter occluded. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter occluded. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.